Event description:
The customer called for help with her meter. While troubleshooting, she performed normal control tests and received results of 214 and 234 mg/dl. The normal control range is 109-157 mg/dl. The customer did not allege any adverse events. The strips are to be returned for evaluation, and replacement test strips will be sent.